Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced undisclosed injuries. Other impacted product is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Patient codes: 1928, 1994, 2119, 1930, 3189: surgical intervention, 3191 - prolapse, cystocele, rectocele. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to prolapse, cystocele, rectocele and incontinence. It was reported that the patient experienced pain, urinary retention, frequent infections. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.